Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, the lead data collected from the device was received and analyzed. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. The impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Pacing capture threshold in the rv (right ventricle) was elevated. There was oversensing associated with the right ventricular lead.

Event description:
It was reported that an audible lead integrity alert (lia) triggered for the right ventricular (rv) lead. The lead was confirmed to have a fracture. The lead had high thresholds, high impedance, oversensing with sensing integrity counter (sic) and noise. The lead detection was programmed off with lead revision considered for a future date. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
The rv lead had varying impedance. The lead was capped and a new lead was implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.